Manufacturer narrative:
Investigation results: no photos or samples were available in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Sample was misplaced and we were unable to locate it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in a 60 ml bd¿ syringe with bd luer-lok¿ tip. This was observed before use and there was no report of injury or medical interventions.